Manufacturer narrative:
Patient identifier and weight not available for reporting. UDI: (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Hospital contact telephone: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported during a revision procedure on (B)(6) 2017 for a pseudo tumor behind a dental projection, to stabilize o-c2, the surgeon placed the occipital plate and adjusted the shape to the bone curve. A screw was inserted into the occipital bone, but the plate would not seat properly. Surgeon removed the screw and bent the plate again multiple times, causing the plate to break. Surgeon replaced the broken plate with a 4.5/5.0mm lateral occipital plate. Surgery was completed with a delay of approximately five (5) minutes. No adverse consequence to the patient. Concomitant devices reported: screw (part number unknown, lot number unknown, quantity 1), 45./5.0mm lateral occipital plate (part number unknown, lot number unknown, quantity 1). This report is for one (1) medial occipital plate for 4.0mm rods. This is report 1 of 1 for (B)(4).